Event description:
The user facility reported that a blood leak occurred upon initiation of dialysis treatment. The dialyzer was on its 27th use. The dialyzer and tubing circuit were changed out without returning blood to the pt, which resulted in an estimated blood loss of 200cc. Another dialyzer was used and treatment was completed successfully without further incident. Reportedly, the pt did not have any ill effects due to this incident.